Manufacturer narrative:
Manufacturing evaluation: samples received: none, pictures. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units of this code batch in our stock. We have not received the affected box for analysis. However, we have received pictures of the box labeling and product inside the box. According to the pictures received, the front box label corresponds to the code-batch c0022358-119253 (monosyn violet 2/0 (3) 70cm hr26b) and the pouches inside the box are of the code-batch c0023563-119256 (monosyn undyed 5/0 (1) 45cm ds16). Products traceability has been checked and this mix-up took place at the moment of preparing the shipment in the warehouse. The box probably had to be re-labeled and was labeled with another reference-batch by mistake and the personnel involved did not notice of that. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that no other complaints have been received concerning this issue for this code-batch, we consider that this is an isolated and accidental box. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the affected box as compensation. The remaining 1,188 units in stock of this code batch have been reviewed and are correctly labeled. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn. At the opening of the box labeled as usp size 2-0 (ref c0022358) it was noticed that the products inside were corresponding to usp size 5-0 (ref 0023563).